Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported unknown side "rupture." The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture." The device was explanted.